Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause for the reported event appears to be due to procedural circumstances, as the patient went into heart block when crossing the native valve with a guidewire prior to abbott device insertion. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. No pre-dilatation was performed. The patient was in normal sinus rhythm and does not have a past medical history of heart blocks. There was no calcification that extended beneath the aortic annular plane. A non-abbott wire was used to cross the valve; at this time, the patient developed complete heart block with narrow complex escape rhythm at ~55bpm. After this, the navitor valve was successfully implanted without pacing support at the optimal implant depth of 3mm. The patient remained in stable condition during implant. On (B)(6) 2025, intrinsic condition did not return and the patient remained in complete heart block with escape rhythm. Therefore, a permanent pacemaker was implanted. The physician alleged that the cause of the complete heart block was due to disturbance when cross the native valve with the wire. The navitor remains implanted in good position. The patient was reported to be in stable condition.